Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz catheter. The thermistor was submerged in a 37.1°c water bath and read 37.1°c on the vigilance ii monitor, which measured within specification. The catheter ran cco in a 37.1°c static water bath for 5 minutes without an error message. The thermistor and thermal filament circuit were continuous. There were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. The resistance value of the thermal filament circuit was measured at 36.65 ohms which was also within specification. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The report of cco issue was not confirmed. An engineering evaluation task has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. An unstable baseline temperature can be an indication to the user to begin the troubleshooting process before a cardiac output measurement is attempted. The patient¿s body temperature by can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, it is common clinical practice to the abort the attempt to obtain cardiac output. The catheter can be exchanged if desired. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use, the cardiac index (ci) did not work and the temperature values drifted. There was no allegation of patient injury. Patient demographics were requested and not received.